Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported by the sales rep that the certas plus valve, implanted on (B)(6) 2017, required a revision surgery. The patient experienced headaches and nausea post implantation. Doctor found the shunt was not functioning, so a revision surgery was done on (B)(6) 2017. When the complaint device was removed, it was noted that the valve was broken between the siphon guard and the valve junction.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn, as well as marks in the siphon guard. This has most probably happened during implantation of the valve and would explain the non-functioning of the valve. A search for similar complaint was not possible as the lot number was unknown. Review of the history device records for the certas valve, was not possible as the lot number was unknown. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.